Manufacturer narrative:
B5 - additional information about reported event received from customer investigation result - one c20350 sample from lot 22109101 was received in opened packaging for investigation; no residual fluid was detected in the device (appendix 1). The feedback provided by the customer suggests the device separated at the filter tubing joint during infusion. As part of the feedback the customer provided a photograph of their experience; a visual inspection of the photographs and returned sample confirmed the customer's experience as the device was separated at the filter tubing joint (appendix 2). A close inspection of the joint revealed the tubing to be grey in colour, and the tubing appeared deformed and damaged (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by the operator incorrectly expanding the tubing instead of the tubing sleeve, which resulted in a weakened joint. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 22109101 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the c20350 product in the past 12 months.

Event description:
I received a product complaint from the medical oncology clinic regarding the bd extension set low sorbing tubing, reference (B)(4). Three times last week there was a disconnection between the filter and the infusion tubing (see photo attached). The service is well familiar with this product, so it does not appear to me to be manipulator bound. The lot number where this occurs is 22109101. I received the following feedback from the end users who reported the product complaint: all filters were hooked up to one of the following trousses: volumat line vl on15 from fresenius. Volumat line vl on45 from fresenius. Among the colleagues present I have the following (B)(4) cases: during walk-in pembrolizumab, after 10' - clothes were well wet, so definitely leakage - damage = loss of product and risk of air emboli - no special traction on line as far as known.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the low sorbing ext set there was disconnection between the filter and the infusion tubing leading to a leak. 1 of 4 reports. The following was received by the initial reporter: verbatim: three times last week there was a disconnection between the filter and the infusion tubing.